Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that while off the pump, the patient had been hospitalized for hyperglycemia. This complaint is being reported as it is unknown if a pump malfunction contributed to why the patient had been off the pump.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2015: the device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results. No defect was found. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Unable to duplicate complaint. The last bolus delivery was on (B)(6) 2015. On (B)(6)2015 18:58 an auto off timeout pump suspend alarm was recorded; deliveries never resumed. Pump completed 24hr duration testing with no alarms. The pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates. The bolus history matched the total daily dose bolus history. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.